Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq ((B)(4)) complaint number (B)(4). Reason for original complaint.- patient fell on both knees, xrays showed hip liner had fractured. Doi: (B)(6) 2005; dor: (B)(6) 2007. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain due to a dislodged liner. Date of implant has been provided. The acetabular cup is now being reported to address the dislodged liner.

Manufacturer narrative:
Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain due to a dislodged liner. Date of implant has been provided. The acetabular cup is now being reported to address the dislodged liner. The cup associated with this report was not returned. A complaint database search finds no other reported incidents against the newly provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.